Event description:
It was reported that during a colon resection, the physician fired the device to seal the bowel. A short time later during the case, the physician noted stool in the field. Upon inspection, he found that the staple line was not intact. He clamped, cleaned and moved on. The physician closed the area with suture and completed the case. There was no pt consequence.